Event description:
Customer alleged hydraulic is not working correctly. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805, (B)(4) is approximately 16 years 4 months old. The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumer has been bed ridden for several years. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. A dealer has been located to help repair the device. Parts have been sent out for repair.